Event description:
Prior to the implantation of the zenith aaa endovascular graft, a noted dissection of the left common iliac artery occurred with the passage of the access wire through the vessel. Vessel was repaired and the procedure was resumed. Three piece modular graft was deployed without complications. Post angiogram of the device placement showed a slight hazing through the left iliac in the graft. A second dilation of the graft was performed noting an improvement in the flow, but still hampered flow caused by the diseased vessel impinging down upon the graft. Another MFR's graft was then deployed at the stie of the flow disturbance. Second post inflation in the area was completed with the subsequent angiogram noting a much improved flow through the graft. Reinforcement of the graft material between the stents improved the apposition of the graft to the vessel. Procedure was concluded without any endoleaks viewed.